Event description:
It was reported that the patient had a mastoid surgery on (B)(6) 2012, on the right side due to a mastoiditis. During this surgery, the active electrode was accidentally cut. The implant and the active electrode were left in situ. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.